Event description:
(B)(6) 2012 consumer states that while using the toothbrush the brush head came off in her mouth and hit an upper right back tooth. Consumer states that her dentist informed her that the tooth was fractured.

Manufacturer narrative:
(B)(4) 2012 spoke with consumer and requested that the unit be sent in for evaluation. Consumer stated that nothing was loose on the toothbrush, just the brush head. A return label was sent to the consumer for shipping of the device. Octboer 11, 2012 have not received the unit, will file a follow up.